Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection of the device found that the coil cap had separated from the housing, verifying the reported condition. The cause of the condition could not be determined. A CAPA was opened to further investigate the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the yellow coil cap of a small volume infusor got separated from the housing. This occurred during filling, when the pharmacist connected a syringe to the device. There was no patient involvement. No additional information is available.